Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "system error 345" was not reproduced. A review of the event history log revealed "system error 345" messages. A service history review revealed the device has been serviced within the last 12 months. The current reported problem does appear as a repeat symptom within the past 12 months and no component could be determined for causality and therefore no correction was required. Review of the prior service record indicates that all service actions were completed during the prior return. The reported condition was verified. The cause of the condition was the upstream thermistor out of range at 77.5 and downstream thermistor reading out of range at 73.1. The force sensor and I/o pcb required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during programming/set up in the medicine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.